Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer attempted to load another cartridge and the alarm occurred again. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had manual injections as alternate insulin therapy.